Event description:
Reporter alleged obtaining the results of 473 mg/dl, 234 mg/dl and 177 mg/dl back to back within 10 minutes on the aviva system on (B)(6) 2012. Reporter alleged obtaining the results of 280 mg/dl, 136 mg/dl, 277 mg/dl, 151 mg/dl, and 132 mg/dl back to back each about 3 minutes arpart on the aviva system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.